Manufacturer narrative:
Additional info: the backside of the sleeve has cracked and split in several places. The fractures are consistent with what appears to be an overload of the material. The jammed could have been caused by the screw becoming off axis with the sleeve. The ID appear to be made to print spec. Unable to definitively determine specific root cause of the foregoing event, but it appears a misalignment and subsequent jam lead to the failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat lumbar pain. It was reported that the driver sleeve froze up and broke during use inserting a bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.